Manufacturer narrative:
Per initial clinical assessment, it was determined that based upon the information that was provided within the complaint record, an injury (unspecified degree of hypoxia) was alleged to have occurred to the patient during clinical and therapeutic use of the device. The device malfunction allegation of high priority alarm: alarm led failure does not result in alteration or loss of prescribed therapy. Cause and/or contribution of the device to the patient outcome has not been confirmed given the absence of device therapy effect of the alleged malfunction. Clarification regarding the patient hypoxia allegation has been requested, but no further information could be provided. The previous clinical assessment remains accurate with the overall disposition that desaturation of peripheral oxygenation (spo2) to an unspecified extent is not deemed a serious injury without further elaboration.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when turning on the device, a 1105 "alarm led failed" alarm error occurred and would not clear. The device was in use on a patient at the time the reported issue was discovered. The device was swapped out for another ventilator, and it was alleged that therapy was delayed. Per clinical assessment, it was determined that based upon the information that was provided within the complaint record, an injury (unspecified degree of hypoxia) was alleged to have occurred to the patient during clinical and therapeutic use of the device. However, the device malfunction allegation of high priority alarm: alarm led failure does not result in alteration or loss of prescribed therapy. Cause and/or contribution of the device to the patient outcome has not been confirmed given the absence of device therapy effect of the alleged malfunction. Further information has been requested. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed the reported alarm light emitting diode (led) failed alarm error. The asp engineer also stated that the hospital equipment department replaced the key panel (power switch overlay) to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service.